Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use the device alarmed for a device failure (3) and o2 measurement failure. There was no patient injury reported.

Event description:
It was reported that during use the device alarmed for a device failure (3) and o2 measurement failure. There was no patient injury reported.

Manufacturer narrative:
The log file of the affected was provided for the investigation. Based on the log entries it could be confirmed that the internal communication of the device was impaired which resulted in a restart of the ventilation unit and the alarm message ¿device failure (3)¿. However, based on the log entries the root cause for the communication problem could not be determined. After a preventive replacement of the pcb therapy control unit the hospital¿s biomed ran the device for multiple days without further issues. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.